Event description:
On or about (B)(6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On or about (B)(6) 2013, this patient underwent a secondary intervention whereby an aortic extender component and an iliac extender component were implanted to treat a rupture of an untreated portion of the left common iliac artery. According to the physician, the root cause of the event was progressive dilation of the left common iliac artery. The portion of the artery that was uncovered by the device became aneurysmal and then ruptured. Therefore, the secondary interventions occurred to extend coverage distally.

Event description:
On an unknown date in 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis.on or about (B)(6) 2013, this patient underwent a secondary intervention whereby an aortic extender component and an iliac extender component were implanted. It is not known why this procedure was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.